Manufacturer narrative:
Continuation of d10: product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt states only 3 electrodes work and 28 electrodes are not. Pt states she talked to a rep about this, name unknown. The patient was redirected to their healthcare provider to further address the issue. Patient services (pss) directed to hcp. Pt states she was told someone was going to call mdt and supposed to call to set up an appt. Pt states she sees dr. Christopher craten. Pt states she's in a lot of pain and needs someone to figure this out. Pt states two weeks ago someone was supposed to call. Pt first stated 3 months ago this all started than stated 1.5 months. Pss putting unknown for date.

Manufacturer narrative:
Device available for evaluation: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient fell a couple of months ago and noticed having increased pain in back so went into the office for reprogramming. Rep interrogated patient's ins and checked impedances noting several electrodes out of normal limits. Only 2 electrodes on each lead were viable. Rep reprogrammed those electrodes and programmed patient in low dose settings. Rep was able to recapture pain area with those electrodes. Health care provider explained the situation to the patient and patient agreed to try the new programs for a few days to see the effect on the patients pain level. If pain is under control, they will hold off on replacing leads at this time. They will review level of relief at the patients next office visit in about a month.